Manufacturer narrative:
(B)(4). D10- medical product zuk prc tray sz3 rmed/llat item# 00584200302 lot# 62925355. Zuk art surf sz3 8mm item# 00584202308 lot# 62742487. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient was revised approximately ten years and six months post implantation due to metallosis and poly wear. Attempts to obtain additional information have been made; however, no more information is available.